Event description:
A healthcare professional reported that, before vitrectomy surgery, an ophthalmic trocar was found to be bent. The procedure was completed on the same day by replacing it with another product.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).